Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, dislodgement was observed on the right ventricular lead. The lead was not implanted. Another lead was implanted. The patient¿s condition was stable.